Event description:
Patient reported, the infection he "passed thru his stool" was related to the 1st surgery in 2014. He alleges the patch was not explanted during this procedure, but is not sure. He stated after being discharged, the "pig skin" patch detached and bowel secretions expelled into his abd-cavity. He stated since the 2nd, 2014 surgery he is doing fine and is not currently being treated. Ref voluntary report # mw5038933.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records found that the lot was manufactured to specification. The patient alleges infection, recurrence, and adhesions all of which are known possible complications, listed in the IFU. This MDR includes all patient, event, and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.